Event description:
It was reported that the flow rate was higher than usual when they pressurized the kit during use. No patient complications were reported. The pressure being used was not reported; typical pressure used during pressure monitoring is 300mmhg.

Manufacturer narrative:
Root cause analysis has been requested of the supplier and corrective actions will be applied at the end of the investigation.

Manufacturer narrative:
We received one single dpt kit for examination with the IV set and a merit flush device bonded at the female luer of the dpt. There was no leakage found in the kit during leak testing. The flow rate of the merit flush device measured 3.3ml/hr during flow rate testing at 250-345mmhg of pressure, which did meet the IFU specification of 2 to 4ml/hr; however, the merit flush device was not able to restrict the flow (wide open) at 450-500mmhg pressure, which did not meet the high-pressure specification. Although it is unclear how much pressure was being applied to the dpt at the clinical facility, the failure found during product evaluation is related to a manufacturing non-conformance of the merit supplied device. The root cause of the complaint remains under investigation. A supplemental report will be forthcoming with the investigation results. A review of the manufacturing records indicated that the product met specifications upon release.